Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Tip of impactor started to unthread from the inside. Could not get it to thread back in without destroying the threads that go into the cup.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. The instrument was evaluated by a depuy material scientist. The investigation did not identify any problem related to design, material or manufacture that would contribute to the reported issue. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.